Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was feeling a sharp electrical current in their vaginal wall/urinary area. Patient stated it comes out of the blue and was very sporadic. They also reported their urgency has picked up. They stated they did not feel the stimulation however they would feel the stimulation when their leg were up in bed but then when they put their leg down they wouldn't feel the stimulation. It was recommended patient follow up with their healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the patient that the circumstances that led to the sharp electrical current was probably due to positioning. They were taking muscle relaxors and positioning. They did go up on the stimulator. The issue has resolved as it just went away so hcp had not seen the patient. No further complications were reported or anticipated.